Event description:
It was reported that the patient had multiple inappropriate shocks due to the oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise and low intrinsic amplitudes. The sensing vector at the time of the shocks was set to the primary sensing vector. Some x-rays were taken and reviewed. Technical Services advised that the captures are consistent with a proximal to pocket electrode-based fracture. The doctor elected to explant the electrode and place a new one onto the chronic pulse generator. This was done successfully. There were no additional adverse patient effects.